Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. Abraded openings were noted on the outer and the inner silicone tubing (positive coil) of the lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil end show that pitting or electro¿etching conditions have occurred at the end of the coil and at the area where discoloration was observed on the coil surface. However, due to metal dissolution the fracture mechanism cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Patient underwent generator and lead revision on (B)(6) 2015. The explanted generator and lead were returned on (B)(6) 2015. Analysis is underway but has not been completed.

Event description:
High impedance was observed for patient's device during a follow up office visit. The generator is not near end of service. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.